Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate sample flush. A dade behring field svc rep was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.

Event description:
Two falsely elevated troponin I results of 3.96 ng/ml and 7.09 ng/ml were obtained on two pt's samples. The results were reported to the physician(s). The samples were retested on the same analyzer and results of 0.04 ng/ml and 0.01 ng/ml were obtained. Pt 1 received heparin therapy. For pt 2, treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was inadequate sample flush.